Event description:
It was reported that this patient was admitted to the hospital due to a device replacement for early battery depletion however when the programmer was trying to find the device the programmer timed out on the software upgrade. A request for technical services (ts) review as needed. Ts noted that this device was malfunction and as of may the battery remaining was 14%. Ts discussed applying a magnet to confirm beeping, which was done, and the device beeped. Ts discussed a possible weak telemetry connection or room interference casing the software upgrade to not complete. Ts discussed troubleshooting steps to ensure a successful software upgrade. The device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient was admitted to the hospital due to a device replacement for early battery depletion however when the programmer was trying to find the device the programmer timed out on the software upgrade. A request for technical services (ts) review as needed. Ts noted that this device was malfunction and as of may the battery remaining was 14%. Ts discussed applying a magnet to confirm beeping, which was done, and the device beeped. Ts discussed a possible weak telemetry connection or room interference casing the software upgrade to not complete. Ts discussed troubleshooting steps to ensure a successful software upgrade. The device was returned. No additional adverse patient effects were reported.